Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. It is likely the event occurred due to contact with a surgical instrument or the non-insulated area of grasping section. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated. By the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the device failed the probe check. Both switches were checked and found to be functional. Additionally, a visual inspection was performed and there was some tissue build up located near the distal end. The polytetrafluoroethylene (ptfe) pad (teflon pad) was inspected and found a burned portion near the middle causing an indent however no metal was exposed. The teflon pad also has foreign residue built up on the sides. The distal end of the device was inspected under a microscope and found that the probe was detached and the missing portion was not returned for evaluation. Furthermore, the wiper and the handle jaw movement was normal. The handle load and the rotation of the knob torque was normal and smooth. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure, the thunderbeat 5cm, front-actuated grip type s. Indicated that the head was damaged. The procedure was completed with same device. There was no harm or user injury reported due to the event